Event description:
It was reported that the insulin pump alarmed no delivery thrice during bolus or basal deliveries. The customer's blood glucose was 105 mg/dl. The customer was advised to delivery 5.0 units of insulin via the fill cannula step. The caller stated that insulin did exit with the 5.0 unit fixed prime. The infusion set was not bent upon removal. The caller observed hardening, blood and scar tissue at the insertion site and was advised to change the insertion site.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.